Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The rtos (real time operating system) cpu assembly was evaluated and replaced. The cmos settings were also reset as part of the service event. The system was tested, found to be working as intended and returned to service.